Manufacturer narrative:
One device was returned for analysis of complaint of error code 41781. Review of event log found system fault. Review of service history found no relevant information. Visual and functional testing was performed. Reported error was confirmed with power up test. Replaced the printed wire assembly (pwa). Found upstream occlusion (uso) cavitation and the latch lock sensor was defective. Replaced the latch lock sensor and seal. Device passed all testing post repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit got error code 41781. The event happened during testing.